Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on one right eye on one day post lasik surgery. Topical steroid drops were increased, to be followed by a scheduled taper.